Event description:
It was reported that the edge of an unspecified quantity of homechoice cassettes was cracked. This was identified during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a video and fourteen (14) companion samples was provided for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Companion samples were leak tested and no issues were observed. The video was reviewed and showed a crack at the side of the welded cassettes. The reported condition was verified. The cause of the cracked cassette is due to contact with solution containing alcohol during sterilizing after the pouch was opened. The direction of use contains a warning to not let the set come into contact of bleach, hydrogen peroxide, alcohol or antiseptic containing alcohol to prevent such defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.